Event description:
Hill-rom received a report from a hill-rom technician stating the patient left side brake caster is not holding. The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found during a between patient inspection the patient left brake was not holding due to normal wear and tear of the brake pads. The technician replaced the patient left brake caster to resolve the issue. Based on this information, no further action is required.